Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13007 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 27-may-2024 after 3 or more hours of insertion. Insertion site was abdomen. Infusion set has been used for less than one day. Customer regularly rotate site location. The glucose level was 347 mg/dl. Furthermore, customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.